Manufacturer narrative:
The complainant reported three lot numbers of the speedband device that were used during the case; 26658608, 26699372 and 26571203; however, it was unknown which lot number was associated with the defective speedband device. Therefore, because the lot number cannot be specified, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal varices band ligation procedure performed on (B)(6) 2021. During the procedure, the elastic bands were successfully deployed; however, the bands did not hold in place on the varicose vein. Additionally, once connected to the ligator, the irrigation with the endoscope did not work. It was noted that the washing pump had undergone several checks and tests and was operational. The endoscope was tested with the post-procedure wash pump and it was not faulty. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with a third speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.